Event description:
The physician was performing an ercp with sphincterotomy, first utilizing an ercp catheter and then a sphincterotome, both in conjunction with a coated wire guide. Upon advancement of the sphincterotome over the wire guide, it was noted that the wire guide was looping up inside of the duct. At that point the wire guide was pulled away and remained in the pt's duct. The detached portion was immediately retrieved using a mini basket. The pt was reported to be in satisfactory condition.